Manufacturer narrative:
Sections with additional information as of 22-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation. Defect found on rev 4. Returned meter - e-0 with controls. Test strips were not returned for evaluation. H10: most likely underlying root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 265, 260 and 216 mg/dl. Customer stated that the high results started about 2-3 weeks ago. The customer¿s expected pm pre-meal fasting blood glucose test result range is 118-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 09/30/2021 and test strips were opened 1-2 week ago. The meter memory was reviewed for previous test result history (3 results were reviewed): (B)(6).